Event description:
Emt's responded to a pt in cardiac arrest. The device was connected to the pt with disposable defibrillation/ECG electrodes and the analyze button pressed. According to the reporter, the device intermittently displayed connect electrodes and would not analyze the pt's rhythm. The report continued that electrodes were replaced without success then the als crew arrived and used a lp12 defibrillator as a backup with the same electrodes with success. The pt was transported to the hospital and outcome is unk.